Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire became kinked during insertion was confirmed. The customer returned one guide wire and two pictures. No other components were returned. The returned pictures show the lidstock and kinks at the distal end of the guide wire. Visual examination of the guide wire revealed kinks at the distal end of the wire and the j-bend is opened. Microscopic examination confirmed three kinks and one large bend. Two of the kinks were observed to have offset coils. Microscopic examination also found that both welds were full and spherical and no separation was observed. A manual tug test confirmed that both welds remain intact. The kinks were measured at 0.5, 1.5 (bend), 3.3cm from the distal weld. The guide wire measured approximately 602 mm in the total length and exhibited an outside diameter (od) measured 0.807 mm. The returned guide wire was within specification for length and od per graphic (length: 596 - 604 mm and od: 0.788- 0.826 mm). The instructions for use, describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review was performed and did not reveal any manufacturing related issues. Since the guide wire is always inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the sicu, the guide wire kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.